Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached end of life (eol) due to charge time. The shortened replacement window ((B)(6) 2007) advisory was questioned and discussed. No adverse patient effects were reported, and there were no allegations. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis. Routine initial device testing indicated that detailed analysis was required.